Event description:
It was reported that the patient presented for a follow up and the lead exhibited a sensing anomaly. A lead dislodgement was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.